Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2004. At the five year follow-up visit the following year, the pt was found to have a one by two centimeter sized mesh exposure. The underwent a resection of the exposed mesh on an unk date.

Manufacturer narrative:
Date sent to the FDA: 11/05/2009. Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.